Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of t-waves. The health care professional (hcp) discussed turning therapy off; however, the patient wanted therapy to be kept on. The hcp requested programming options. Technical services (ts) reviewed and confirmed there were low amplitudes with oversensing of t-waves leading to the shock. The device was in secondary vector with small amplitudes since implant. Ts also observed atrial fibrillation (af) events with oversensing of p-waves recorded, and an untreated episode due to p and t-wave oversensing. Ts discussed the caller would need to run automatic setup in office to determine if another vector was viable. Ts also recommended performing an x-ray to review system placement if no vector was viable. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.